Event description:
The customer reported that the paramedics were called after being involved in a car accident. The customer stated that he was driving, and blacked out due to high blood glucose levels and possible dehydration. The customer's blood glucose reading at the time of the event was 464 mg/dl. Troubleshooting was performed, and the customer's basal rate and bolus wizard settings were not correct. The customer had a paper with the correct bolus settings, but she was still unsure. Advised the customer to speak with her healthcare professional to get the correct settings. The customer declined further troubleshooting. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.